Event description:
A surgeon reports that a tear and split were seen on the intraocular lens (iol) after insertion. Enlargement of the incision was required to accomodate removal of the lens. Additional info has been requested.